Event description:
The customer reported that they performed three caesarean births due to low ph results. There was no report of injury for this event.

Manufacturer narrative:
This issue was due to user error. The customer investigated this and reported that the instrument had flagged d23 fluidic errors and once the d23 error codes were cleared, the instrument was working as intended. Customer indicated that qc results were in specification. The customer indicated that they were not prepared to provide further information or log an official complaint with siemens for this incident.